Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID (B)(6) -delsys] (serial: (B)(6). D9: yes, return date: 27-jan-2025 h3: yes> dev rtn to MFR? Yes eval summ attached? Yes product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the data was not good anywhere. During the third deployment the leadless ipg did not connect with the recapture cone and it was suspected that a thrombus had entered. The leadless implantable pulse generator (ipg) delivery system (ds) was removed, flushed and a thrombus was attached to the electrode tip and the area near the recapture cone. The operability of the deflection was poor and the leadless ipg was stored in the cup however it was confirmed to be different. The leadless ipg system deliver system was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the data was not good anywhere. During the third deployment the leadless ipg did not connect with the recapture cone and it was suspected that a thrombus had entered. The leadless implantable pulse generator (ipg) delivery system (ds) was removed, flushed and a thrombus was attached to the electrode tip and the area near the recapture cone. The operability of the deflection was poor and the leadless ipg was stored in the cup however it was confirmed to be different. The leadless ipg system deliver system was attempted not used and replaced. No patient complications have been reported as a result of this event. 2025-02-20: it was further reported that the leadless ipg exhibited high thresholds.